Event description:
The device reportedly displayed the patient's ECG initial rhythm on the screen, then displayed three dashed lines on screen. The ECG electrodes were replaced and the device continued to display dashed lines. The device was turned off and back on and the dashed lines continued to be displayed. Then, after approximately 5 minutes, the device reportedly began to display the patient's ECG by itself. There was no adverse effect to the patient as result of the reported event.